Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the inspiratory module printed circuit board (pcb) to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator became inoperable, and stopped cycling. There was patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.